Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is attributed to use error as in the initial notification the sales representative inquired with development if it was possible for the heads to be installed backwards. After follow up, the representative indicated the products were incorrectly installed. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
His follow-up report is being submitted to relay additional information. D10: compr srs seas hmrl head 40x15 cat: 211256, lot: 038830. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to implant disassociation due to misassembly at implantation approximately seven months post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01886 . It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text: product not returned.

Event description:
It was reported that the patient has been indicated for a revision due to implant disassociation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.